Manufacturer narrative:
After further review of additional information received the following have been updated accordingly.

Manufacturer narrative:
It was reported that a patient had a trapease vena cava filter implanted. The extent of the device failure has not been fully documented by the patient's treating medical provider(s), as a result of the malfunction, the patient has or may suffer life-threatening injuries and damages and require extensive medical care and treatment. The patient has or may suffer and will continue to suffer significant medical expenses, extreme pain and suffering, loss of enjoyment of life, disability, and other losses. The following additional information received per the patient profile form indicates, that on or approximately eight years and eight months the filter was unable to be retrieved. However, the patient profile form also shows there have not been any known attempts to remove the filter. The medical records also indicate that the patient has reported to have developed a large deep vein thrombosis (dvt). Additionally, the patient has reported to be experiencing pain in the stomach and left leg, shortness of breath, as well as extreme mental anguish. Prior to the filter implantation, the patient had a history of massive pulmonary embolism and extensive lower extremity dvt and had a significant risk of fatal recurrent pe. The patient tolerated the index procedure well and left in stable condition. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The trapease vena cava filter is indicated for permanent use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films or post-implant images for review, the reported allegation of filter embedded could not be confirmed. The timing and mechanism of the filter becoming embedded has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Mental anguish, shortness of breath and pain do not represent a device malfunction and may be related to underlying patient specific issues. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken.

Event description:
As reported through the legal department, the patient had an trapease vena cava filter implanted. The extent of the device failure has not been fully documented by the patient's treating medical provider(s). As a result of the malfunction, the patient has or may suffer life-threatening injuries and damages and require extensive medical care and treatment. The patient has or may suffer and will continue to suffer significant medical expenses, extreme pain and suffering, loss of enjoyment of life, disability, and other losses. The following additional information received per the medical records indicates, that the patient has reported to have developed a large deep vein thrombosis (dvt). Additionally, the patient has reported to be experiencing pain in the stomach and left leg, shortness of breath, as well as extreme mental anguish. Originally, the patient tolerated the index procedure well and left recovery in stable condition.